Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: e22 error [update - issue noticed during surgery, excel attachment in intake is the correct one. There was full loss of light for 5 minutes, replacement used to complete procedure] the probable root cause could be shipping and/or mishandling. The failure mode will be monitored for future reoccurrence.